Event description:
It was reported that the insulin pump buttons were unresponsive. The customer stated that the upper right key was not sensitive. Customer's blood glucose was normal. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump received with cracked display window, cracked case at display window corners and cracked reservoir tube lip.